Event description:
During follow-up, a decreased longevity was observed. The physician suspected premature battery depletion. Abbott technical support was contacted and the autocapture trend was observed to be unstable and high output mode was programmed due to fusion. The decreased longevity was observed to be possibly due to the high output mode which affects the current drain. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the patient passed away in (B)(6)2022 due to unrelated reasons. No abbott products causes or contributed to the patients death. No further intervention will be performed.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.